Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by MFR: device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Subsequently after the pump reset, the pump date became inaccurate. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. Customer reported a blood glucose level of 278 mg/dl.